Event description:
A healthcare professional reported a patient with flap cut was not correct in the left eye during lasik procedure. There are multiple related reports for this event. This report addresses the unknown patient's left eye and other manufacturer reports will be filed. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the event date. Most recent onsite visit from field service engineer (fse), fse (field service engineer) performed and signed service installation record (sir). System meets specification as per sir. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows four successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment reports. Log file shows that two patients were treated on the reported treatment day, each right and left eye. Treatments for first patient's right and left eye was aborted during bed cut from surgeon by pressing the foot pedal and was subsequently cancelled. After that, treatments for first patient right and left eye were repeated and successfully completed. During the beam control check (bcc), prior to the procedure of the second patients left eye. No relevant deviation between planned and performed energy is detectable for performed treatments on event day. No technical root cause could be identified during logfile review. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).